Event description:
The customer reported that the reservoir had air bubble anomaly. Customer's blood glucose was 352 mg/dl. Customer changed out his set/reservoir. Troubleshoot was done for air bubble anomaly and high blood glucose. Customer's blood glucose was 359 mg/dl. Performed high pressure test and test passed. Advised customer the 2 high blood glucose. Advised to change the entire set, reservoir and treat per health care provider's instruction. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).